Manufacturer narrative:
It was initially reported that the device would be made available for evaluation. Multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect this new information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. Review of the history device records confirmed the valve product code 82-3832 with lot crfbf5, conformed to the specifications when released to stock on the 14th may 2014. A review of complaint records found (B)(4) similar complaints for products with this lot number. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
Valve occlusion. The revision surgery was performed. Reoperation and the valve removed, an evd system has been placed.